Event description:
The customer reported that the device displays error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction, defib failure cycle power device operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips authorized support distributor and the stated problem was confirmed. The power pca was found to have been the cause of this malfunction. Replacing the power pca resolved this issue. The device passed testing and was returned to the customer.